Manufacturer narrative:
The returned product was evaluated and found to meet specification.

Event description:
The cement gun sticks while advancing. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.